Manufacturer narrative:
Device code 2017- failure to follow steps/instructions. The product was not returned to abbott vascular for analysis. Return of the guide wire and sensor device may have further aided the analysis. The electronic lot history record (elhr) and similar incident query for this product/lot were not reviewed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. It should be noted that per electronic instructions for use, hi-torque guide wires, ce/FDA (intended use section), states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the use error of using the steelcore gw with the cardiomems sensor device does not appear to have caused or contributed to the reported difficult to advance and remove. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and remove. It is possible that the anatomical condition reduced the clearance of the guide wire lumen resulting in the difficulty to advance and remove; however, this could not be confirmed. Additionally, the reported treatment appears to be related to the operational context of the procedure as a swan ganz catheter was advanced and used to bump the sensor off the steelcore guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a cardiomems (cm) procedure. Upon tracking the delivery catheter of the cm delivery system, there was resistance with the steelcore guide wire. The cm sensor was deployed and after deployment the sensor stuck to the catheter. Troubleshooting was performed which consisted of patient taking 3 deep breaths, slight advancements and retractions of the steelcore guide wire. The delivery catheter then got stuck on the steelcore guide wire making it difficult to keep wire placement. The whole catheter system was finally removed and a swan ganz catheter was advanced and used to bump the sensor off of the steelcore guide wire. There were no adverse patient sequela; however, there was a delay reported in the procedure. The procedure was aborted. No additional information was provided.